Manufacturer narrative:
The subject device was returned to olympus medical system corp.(omsc) for evaluation. As the result of evaluation, the probe was broken off. There were scratches around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. Based on the past similar cases, omsc considers that activating output continually in state of the probe contacting hard tissue or objects caused the crack and breakage of the probe. The instruction manual of the device has already warned as follows; - the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. - do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During an unspecified procedure on the upper part of the gastrointestinal tract, the subject device was used. The probe of the device broke off soon after the procedure started. Moreover, the ptfe pad of the device also broke off. Neither of the broken parts fell into the patient. The doctor replaced the device with a spare one and completed the procedure. No patient injury was reported. When the device was evaluated on september 25, 2017, it was found that ptfe pad of the device was only worn, but the probe was broken off. This is a report about the probe breakage.